Event description:
Information received by medtronic indicated that the insulin pump had battery compartment was damaged and chunk missing from casing. No harm requiring medical intervention was reported. The device will be returned for analysis

Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.